Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip and a cracked case near the display window corners.

Event description:
It was reported that the customer received motor error alarms during a bolus as well as no delivery alarms. The customer had already reverted to her back-up plan. The customer's blood glucose was unknown. The customer did not recall any significant events leading to the alarm. The customer was able to complete the rewind sequence. Troubleshooting could not be fully performed because the customer and the insulin pump were not present at the time of the call. Advised customer's father that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.